Event description:
During device pre-operative inspection, it was noticed that the support arm and mayfield head holder adaptor were significantly rusted. According to the reporter this rust did not noticeably affect the movement or performance of either part.

Manufacturer narrative:
A company field service engineer (fse) reported that there is significant rust on the mayfield head holder adaptor. According to the fse this rust did not noticeably affect the movement or performance the part. The part was removed from the customer site and returned for investigation purpose. Based on the investigation performed, there is no corrosion on the part but mould stains were noted. The cause for those stains is assumed to be linked to cleaning, but this can not be confirmed based on the available information. The reported corrosion can be confirmed based on the picture provided. The material used for the telescopic arm is a hardened steel which surface state limits corrosion, which can nevertheless appear on the surface. It is assessed as a cosmetic issue which does not pose any risk to the patient. The functionality and safety of the telescopic arm is not impacted by this issue. The part does not come into direct contact with the patient and is covered by a sterile drape during surgery. D4 unique identifier (UDI) #: ((B)(4). Corrected data: - b4 date of this report. - d4 catalog number, serial number, lot number. - d10 device availability. - g4 date received by manufacturer. - h2 if follow-up, what type. - h3 device evaluated by manufacturer. - h4 device manufacturer date. - h6 event problem and evaluation codes. - h10 additional narratives/data.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
During device pre-operative inspection, it was noticed that the support arm and mayfield head holder adaptor were significantly rusted. According to the reporter this rust did not noticeably affect the movement or performance of either part.